Event description:
It was reported that the patient had a surgical repositioning of their driveline exit on (B)(6) 2022 due to a staphylococcus aureus driveline wound infection. The patient experienced redness, swelling and discharge. The wound closure was supported by a cold plasma application. The patient's status following this procedure was unknown.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.